Event description:
It was reported that the balloon circumferentially ruptured at 28 atm and perforated the vein during a pta of a venous anastomosis. In addition, the pt's skin tore upon removal of the balloon and introducer. The vessel was stabilized with balloon tamponade.